Event description:
It looked like a string separated from the introducer during a procedure. The physician was concerned about it detaching and getting into the vein. The introducer was used on the pt successfully.

Manufacturer narrative:
Na